Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2017, the subject lead was implanted in the patient¿s right atrial appendage. The physician had difficulties in find finding a satisfactory implant site in the atrium; except for the site where the lead was implanted, the tested sites showed that the atrial threshold values were unsatisfactory and the p-wave amplitude was immeasurable. On (B)(6) 2017, the subject lead was confirmed to be dislodged. A re-intervention was performed; during the procedure, the physician was unable to find a satisfactory site in the atrium for lead to be re-fixed in (from the tested sites, the atrial threshold was measured at between 3 v and 5 v and the p-wave amplitude was very low and hardly measurable). Therefore, the lead was explanted and disposed.

Event description:
Reportedly on (B)(6) 2017 the subject lead was implanted in the patient¿s right atrial appendage. The physician had difficulties in find finding a satisfactory implant site in the atrium; except for the site where the lead was implanted, the tested sites showed that the atrial threshold values were unsatisfactory and the p-wave amplitude was immeasurable. On (B)(6) 2017 the subject lead was confirmed to be dislodged. A re-intervention was performed; during the procedure, the physician was unable to find a satisfactory site in the atrium for lead to be re-fixed in (from the tested sites, the atrial threshold was measured at between 3 v and 5 v and the p-wave amplitude was very low and hardly measurable). Therefore, the lead was explanted and disposed.